Manufacturer narrative:
(B)(4).

Event description:
MRI (magnetic resonance imaging) conduct on (B)(6) 2011, revealed a small (few millimeters) contrast-enhancing catheter tip mass at approximately the t12 level. The mass did not compress the spinal cord. This was the pt's third granuloma. As of 02/17/2011, the pump delivered dilaudid 10 mg/ml at 4 mg/day. Refer to MFR report # 3007566237201005782 regarding report of granuloma with previous pump system that was explanted.